Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from embedment, perforation, inability to be removed with no documented attempts to remove the filter, thrombus, occlusion and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records the patient developed a large left lower extremity and extensive deep vein thrombosis (dvt) following spinal surgery and was reported to have pulmonary embolism (pe) and gastrointestinal (gi) bleeding, being intolerant of coumadin. The implant records showed the patient was implanted with an optease vena cava filter. The right groin was prepped and draped in the usual sterile fashion. The right common femoral vein was punctured in a retrograde manner and the optease introducer catheter was placed without difficulty in the vena cava. An inferior vena cava (ivc) venacavogram was then performed with a power injector and the renal veins were identified. The optease retrievable ivc filter was placed without difficulty in the infrarenal position. A repeat cavogram showed the filter to be in good position. The patient tolerated the procedure without complication. According to the information received in the patient profile form (ppf), the patient reports filter migration, filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting occlusion of the ivc and device unable to be retrieved, becoming aware of these events approximately eight years and nine months after the filter was implanted. The patient additionally reports an unsuccessful percutaneous retrieval procedure attempted approximately eight years and eleven months post implantation. The patient was also diagnosed with chronic ivc and iliac/femoral thrombosis. Removal of the ivc filter was attempted but unsuccessful (filter deeply embedded). The patient experienced severe swelling and pain in the lower extremities, despite the use of bilateral compression hose. The patient further asserts going through multiple procedures including stent placement, thrombolysis and angioplasty; could no longer work and suffered from severe anxiety and depression, blood clots in the lower extremities, chronic fatigue, shortness of breath and is on lifetime anticoagulation therapy.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The filter malfunctioned including embedment, perforation, thrombus, and occlusion. Per the implant records, the indication was a large left lower extremity deep vein thrombosis (dvt) with pulmonary emboli (pe) following spinal surgery. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Per the patient profile form (ppf), the patient reports filter migration, filter embedded in wall of the ivc, blood clots, clotting occlusion of the ivc and device unable to be retrieved. The patient additionally reports an unsuccessful percutaneous retrieval procedure attempted approximately eight years and eleven months post implantation. The patient was also diagnosed with chronic ivc and iliac/femoral thrombosis. Removal of the ivc filter was attempted but unsuccessful (filter deeply embedded). The patient experienced severe swelling and pain in the lower extremities, despite the use of bilateral compression hose. The patient further asserts going through multiple procedures including stent placement, thrombolysis and angioplasty; could no longer work and suffered from severe anxiety and depression, blood clots in the lower extremities, chronic fatigue, shortness of breath and is on lifetime anticoagulation therapy. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc), vasculature or the filter do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain of the affected extremity. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without post implant image reports the reported events could not be confirmed or further clarified. Anxiety, swelling, pain, fatigue and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment, perforation, inability to be removed with no documented attempts to remove the filter, thrombus and occlusion. The patient reported becoming aware of filter migration, filter embedded, blood clots, clotting occlusion of the ivc and device unable to be retrieved, approximately eight years and nine months post implant. The patient also reported an unsuccessful percutaneous retrieval attempt, filter deeply embedded, approximately eight years and eleven months post implant. The patient was also diagnosed with chronic ivc and iliac/femoral thrombosis and has experienced severe swelling and pain in the lower extremities, despite the use of bilateral compression hose. The patient also reported going through multiple procedures including stent placement, thrombolysis and angioplasty. The patient also states they can no longer work and has severe anxiety and depression, blood clots in the lower extremities, chronic fatigue, shortness of breath and is on lifetime anticoagulation therapy. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc), vasculature or the filter do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain of the affected extremity. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without post implant image reports the reported events could not be confirmed or further clarified. Anxiety, swelling, pain, fatigue and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from embedment, perforation, inability to be removed with no documented attempts to remove the filter, thrombus, occlusion and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. According to the information received in the patient profile form (ppf), the patient reports filter migration, filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting occlusion of the ivc and device unable to be retrieved, becoming aware of these events approximately eight years and nine months after the filter was implanted. The patient additionally reports an unsuccessful percutaneous retrieval procedure attempted approximately eight years and eleven months post implantation. The patient was also diagnosed with chronic ivc and iliac/femoral thrombosis. Removal of the ivc filter was attempted but unsuccessful (filter deeply embedded). The patient experienced severe swelling and pain in the lower extremities, despite the use of bilateral compression hose. The patient further asserts going through multiple procedures including stent placement, thrombolysis and angioplasty; could no longer work and suffered from severe anxiety and depression, blood clots in the lower extremities, chronic fatigue, shortness of breath and is on lifetime anticoagulation therapy.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment, perforation, inability to be removed with no documented attempts to remove the filter, thrombus and occlusion. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc), vasculature or the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided and no imaging available for review a clinical determination as to contributing factors could not be made. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from embedment, perforation, inability to be removed with no documented attempts to remove the filter, thrombus, occlusion and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.